Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Mitek complaints received 4 needles when only two were reported defective. There were no anchors or suture on any of the needles. Silicone tubing was missing on 3 needles. The returned devices cannot be tested. We cannot confirm this complaint or discern a root cause for the reported failure mode from the information provided. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the gun couldn't be triggered with these two needles. Other needles of same lot worked. Please see also medwatch report 1221934-2018-50675.